Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed thorough evaluation. This error message was attributed to a failed motor (seized). The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had system error 105 alarms. It was also reported there was no patient injury.